Event description:
It was reported that after having upgraded software installed on it, the programmer displayed an error message. It was advised that the new software be reinstalled. It was further reported that the error message recurred while the programmer was being used to reprogram an implanted device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.